Event description:
It was reported that the patient had two surgeries in the last year to replace the implantable neuro stimulator (ins) and the extension due to tingling that the patient was having. The revisions addressed the tingling issue and the patient recovered completely. The ins and extension replacement were performed on (B)(6) 2014 and (B)(6) 2015 respectively.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v043266, implanted: (B)(6) 2007, product type: lead, product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389s-40, lot# v094223, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# v043266, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: extension. (B)(4).